Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Post market safety reviewed this case, the device remains functional despite the increased temperature noted by the user. Based upon the available information in this report, thermal runaway did not occur. The customer did not require medical interventions or treatment and was sent a replacement device.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) has a very hot battery.